Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Upon inspection, the philips engineer found that there was fault in grid switch. To resolve this issue, the fse calibrated the x-ray tube, performed grid test, and made generator adjustments. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system displayed a gridswitch error and fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm.